Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The infusion set was changed multiple times. Blood glucose ranged from 400-468 mg/dl. A pump system check was performed and the occlusion appeared to be related to the cartridge. The contact changed out the cartridge and the occlusion did not reoccur.